Event description:
Pt nine years post breast reconstruction after bilateral mastectomies. Now displaced with progressive distortion bilaterally secondary to capsular contracture with evidence of bilateral class iii capsular contractures. Both were removed and replaced.